Manufacturer narrative:
The medical center in (B)(6) discarded all impella product in (B)(6) 2022 at the pump explant. The support was one that had exceed the duration of use, as the pump was explanted at day 47. No pump analysis is possible. No data logs were returned, nor any imaging. The manufacturer is unable to determine root cause with known information to date. The failure mode will be monitored and trended.

Event description:
The medical center in (B)(6) had a successful impella 5.0 support in (B)(6) 2022. Later in (B)(6) 2022 the jpvad registry noted there had been an ischemic cva during the support. There was no noted treatment but, the allegation was made against possibly the impella contributing to the event.

Manufacturer narrative:
Since the original report was filed more clinical details have been shared. The jpvad registry team updated there was suspected hemolysis during the impella support that was treated with blood products. As all product was discarded in february of 2022 no investigation to root cause is possible. The failure mode will be monitored and trended.